Event description:
It was reported that the customer was hospitalized with a high blood glucose of 599 mg/dl. The customer was vomiting, and may have also had a heart attack. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The infusion set was removed, and the cannula was bent. The caller was not comfortable with the insulin pump, and requested a replacement. The caller stated that the insulin pump never gave a no delivery alarm during the time the customer experienced high blood glucose levels. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window.